Event description:
During a laparoscopic gastric bypass porcedure, the handle of the device would not completely open after firing it. A second device was opened to complete the case. There was no pt consequence.